Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of the event is an approximation. On (B)(6) 2026, the patient was using an omnipod 5 insulin pump and was transported to the hospital by ambulance due to reported cgm inaccuracy. The emergency call was initiated by the patient¿s daughter. Upon evaluation at the hospital, the cgm displayed a glucose reading of 210 mg/dl, while a bg measurement indicated 36 mg/dl. Although additional attempts were made to obtain clarification of event details, no reply has been received. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.